Event description:
Patient was undergoing revascularization of the left superficial femoral artery. While advancing the rotarex catheter using an up and over technique from the right common femoral to into the left ilio-femoral region, as the catheter was advanced into the lesion, the operators noticed the device speed was not appropriate. The device was withdrawn and it was discovered that the helix had fractured. The fractured remnant of the catheter was successfully removed with no further complication to the patient. FDA safety report ID # (B)(4).